Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that before inserting the iab catheter, the sheath included in the kit was placed, but blood leakage was confirmed from the side port of the sheath, so the sheath was replaced with an 8fr. Sheath made by another company, and the catheter was then inserted. The blood leakage appeared to be from the three-way stopcock connection at the side port of the sheath. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 type of investigation and device is returned for evaluation, previously it was incorrectly mentioned as device not returned.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacturing date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the sideport sheath was returned with blood on interior and exterior. Visual examination was performed and no damage was observed. A leak test of the sheath was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.